Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 7, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut in half. The lens was cleaned and inspected; no further issues were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dib00 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The observed issue during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded monofocal intraocular lens (iol) was implanted in the left eye, the patient experienced a refractive error. The lens was subsequently explanted in a secondary surgery and replaced with a non-johnson & johnson iol with a +21.0 diopter. There was no unplanned incision enlargement, sutures, or vitrectomy. No medication was prescribed. It is unknown if there was any delay in the procedure. Directions for use were reported as not followed. The patient's has fully recovered. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted